Event description:
Subsequent to the previously filed report, additional information was received that three mitraclips were implanted in the patient with functional mitral regurgitation (mr) on (B)(6) 2018. The mr remained at a trace grade on the (B)(6) 2018 echocardiogram; there was no increase in mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The subsequent reported information indicated that there was no increase in mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure reducing the mitral regurgitation (mr) grade from severe to trace/trivial. On (B)(6) 2018 an echocardiogram found the mr was a mild grade. No additional information was provided.